Event description:
Two proximal interlocking screws loosened during the implantation period. The implant was revised. The following items were removed as associated products: alta cfx rt rod, catalog #5229-6-360 alta im rod cap screw, catalog #5230-7-105

Manufacturer narrative:
Additional information:evaluation results suggest that this event would not be associated with the device but rather would be patient related.